Event description:
The pt underwent lumbar decompressive surgery. The baxano io-flex system was utilized and decompression(s) were performed with the baxano io-flex microblade. Immediately postop, the pt presented with pain and leg weakness. No further info is available regarding the status of this pt.